Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) ultra set capd disposable disconnect y-sets had threads on the connection that were ¿stripped¿. This was observed during set up of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.